Event description:
Information received a smiths medical cadd solis vip 2120 pump alarmed error 41981. No patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received in excellent condition. The event history log was reviewed and there was a system fault message. The power up self-test and functional test were conducted. The reported issue was able to be duplicated. There were multiple errors noticed. The main board did not operate as intended and will be replaced to resolve the issue.